Event description:
It was reported that during a followup check it was observed that the right ventricular (rv) lead had low sensing and high thresholds. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. There were no anomalies found. Concomitant medical product: 7274, implantable cardioverter defibrillator (ICD). (B)(4).